Event description:
It was reported that during preparation for a ptca treatment procedure the maverick2 monorail balloon would not hold negative pressure. The device had no contact with the patient's body. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure.